Event description:
It was further confirmed that ¿the pump function normally¿ and remains implanted. The patient is receiving effective therapy.

Event description:
Additional information reported the motor stall was in the pump logs and recovered within 24 hours.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was reported, a motor stall occurred and it was unknown if the stall recovered. The patient experienced increased spasticity. The pump was planned to be replaced in the future. The patient status at the time of the report was indicated as alive, no injury. The pump was used to deliver baclofen. Additional information has been requested, but had not been received as of the date of this report.